Event description:
Caller reported that an alarm occurred, indicating a possible occlusion issue. There was no reported impact to the customer's blood glucose level as the caller declined to provide specific information. Technical support instructed the caller to perform several troubleshooting steps, but the occlusion alarm recurred, confirming a site blockage. As a result, technical support decided to replace the pump, and the customer confirmed the use of an alternate form of insulin delivery, multiple daily injections (mdi), while waiting for the replacement. Caller understood instructions regarding the return and storage of the old pump.